Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the back therapy-electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient that he does not have to wear the lifevest while at the rehab facility. The rehab facility applied creams to the irritation and confirmed the skin irritation improved.